Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. A revision procedure was performed in which the rv lead was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.